Manufacturer narrative:
Related MFR numbers #2916596-2022-14412 and #2916596-2023-03743. E1: phone number was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of gastrointestinal bleeding and anemia could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were provided for review. According to the account, these alarms were caused by anemia. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm. The IFU notes that changes in patient condition can result in low flow. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for low hemoglobin and multiple low flows. The patient was found to have severe anemia. The event was treated with fluid resuscitation with blood products. The patient's anemia resolved. The cause of low flows was determined to be anemia and the alarms resolved. The patient experienced no symptoms.